Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error logs, and reproduced error by attempting a cup transfer test run. Fse observed that the cup transfer to incubator positioning was a little off and performed cup transfer to incubator alignment. Fse then repeated the cup transfer test without errors. Fse successfully performed quality control run without errors and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: [2161] c. Transfer cup pickup failure. Cause: the cup sensor s063 failed to detect the cup after the cup was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The most probable cause of the reported event was due to misaligned cup transfer to incubator positioning.

Event description:
A customer reported getting error message "2161 c. Transfer cup pickup failure" on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.